Event description:
Baxter received a report that the transfer set separated from the titanium adapter. The set had been changed as a periodic change. Then, when the patient tried to change the bags by clean flash, the set was separated from the titanium adapter unexpectedly. The clean flash has been checked without problem. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
Evaluation summary: baxter received one used set with cap on spike and no cap on patient connector in reference to separated. Functionally hand tightened a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with no leak noted. The patient connector and titanium adapter connected with no problems noted. The set was attached and disconnected several times between the patient connector and titanium adapter without difficulty. During visual inspection no manufacturing abnormalities were noted. The reported difficulty could not be confirmed in the lab.